Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and depression ("depression"). The patient was treated with surgery (hysterectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia and depression outcome was unknown. The reporter considered depression, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A37489,b11720) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), hypersensitivity ("allergy: hypersensitivity"), female sexual dysfunction ("apareunia"), allergic rash ("allergy: rash"), allergic skin reaction ("allergy: skin condition"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), depression ("depression/psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infect"), fatigue ("other injuries/symptoms: fatigue"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, female sexual dysfunction, vaginal infection, bladder disorder, urinary tract disorder, cystitis, fatigue, migraine, weight increased and nausea had resolved and the hypersensitivity, allergic rash, allergic skin reaction, allergy to metals, vaginal discharge and depression outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: hypersensitivity, rash/skin condition, nickel - diagram post-essure, psych injury related to essure, bladder/urinary problems, bladder infect, fatigue, other, nausea, migraines, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed satisfactory placement of both essure. Imaging procedure - on (B)(6) 2015: essure confirmation test: unspecified. Result: bilateral occlusion. Diagnostic results: coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received : reporter and lot number added. Endometrial ablation added as treatment for event genital haemorrhage. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A37489-inv,b11720) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), hypersensitivity ("allergy: hypersensitivity"), female sexual dysfunction ("apareunia"), allergic rash ("allergy: rash"), allergic skin reaction ("allergy: skin condition"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), depression ("depression/psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infect"), fatigue ("other injuries/symptoms: fatigue"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, female sexual dysfunction, vaginal infection, bladder disorder, urinary tract disorder, cystitis, fatigue, migraine, weight increased and nausea had resolved and the hypersensitivity, allergic rash, allergic skin reaction, allergy to metals, vaginal discharge and depression outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: hypersensitivity, rash/skin condition, nickel - diagram post-essure, psych injury related to essure, bladder/urinary problems, bladder infect, fatigue, other, nausea, migraines, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed satisfactory placement of both essure. Imaging procedure - on (B)(6) 2015: essure confirmation test: unspecified. Result: bilateral occlusion. Diagnostic results: coils and full occlusion of both tubes. 2 lot number [b11720} is valid and additional aes reported, see attachment. Lot number {a37489] is invalid. Most recent follow-up information incorporated above includes: on 4-nov-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding'). In an adult female patient who had essure (batch no. A37489-inv,b11720), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: endometrial ablation, coils and full occlusion of both tubes. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), hypersensitivity ("allergy: hypersensitivity"), female sexual dysfunction ("apareunia"), allergic rash ("allergy: rash"), allergic skin reaction ("allergy: skin condition"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), depression ("depression/psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infect"), fatigue ("other injuries/symptoms: fatigue"), migraine ("migraines") and nausea ("nausea"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, female sexual dysfunction, vaginal infection, bladder disorder, urinary tract disorder, cystitis, fatigue, migraine, weight increased and nausea had resolved and the hypersensitivity, allergic rash, allergic skin reaction, allergy to metals, vaginal discharge and depression outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: hypersensitivity, rash/skin condition, nickel, diagram post-essure, psych injury related to essure, bladder/urinary problems, bladder infect, fatigue, other, nausea, migraines, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, results: confirmed satisfactory placement of both essure. Imaging procedure: on (B)(6) 2015, essure confirmation test: unspecified. Result: bilateral occlusion. 2 lot number [b11720}] is valid. And additional aes reported, see attachment. Lot number [a37489] is invalid. Lot number [a37489] is invalid. Lot number#: b11720, manufacture date: 2013-03, expiration date: 2016-03. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia"), depression ("depression/psych injury"), hypersensitivity ("allergy: hypersensitivity"), rash ("allergy: rash"), skin disorder ("allergy: skin condition"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, fatigue, migraine, weight increased and nausea had resolved and the depression, hypersensitivity, rash, skin disorder, allergy to metals and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: hypersensitivity, rash/skin condition, nickel - diagram post-essure, psych injury related to essure, bladder/urinary problems, bladder infect, fatigue, other, nausea, migraines, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed satisfactory placement of both essure. Imaging procedure - on (B)(6) 2015: essure confirmation test: unspecified. Result: bilateral occlusion. Diagnostic results: coils and full occlusion of both tubes most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: dysmenorrhea (cramping), abdominal, apareunia, general abnormal bleeding, hypersensitivity, rash/skin condition, nickel - diagram post-essure, vaginal. Discharge, bladder problems, urinary problems, bladder infect, vaginal infection, fatigue, other, nausea, migraines, weight gain were added. Outcome of the events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, apareunia, menorrhagia (heavy menstrual bleeding) general abnormal bleeding, bladder problems, urinary problems, bladder infect, fatigue, other, nausea, migraines, weight gain were updated.plaintiff's information updated. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.